Event description:
It was reported that the bd syringe 10ml ll tip bulk convenience pak flange was damaged / defective. The following information was provided by the initial reporter: material # 309605, batch # 4338297. Verbatim: rcc received a complaint via email. Dmr # 483. Po #: (B)(4). Defect material description: syringe tray, 10ml bd 20pk (ref. (B)(4)). Lot number:4338297. Item code:309605. Defective quantity:154 cases. Defect description: the finger guards, or ¿wings¿ have a difference of .02mm between them. Also, length-wise, the finger guards that were ¿good¿ were longer than the ones that we had issues with. Observed date: april 22, 2025. Observed during which process stage: compounding. Ir/ dmi number if launched: - sample availability for supplier to investigate: yes. Is defective evidence (i.e. Pictures, test results etc.) Available? Yes. Is patient impacted? No. If defect has been reported to third party? No. If the defect report from quva customer? No. Is there a trend observed? No. Supplier action: investigation required. Additional information provided: see our nj site tech feedback below, there appears to be variance in physical dimension of the flanges that directly affects nj automated filling line. The flanges vary in size and its ending up getting stuck in the metal stabilizers on the fill dial. So, they won¿t come off the dial and end up going back around and being dosed again if not caught. Syringes we¿ve seen look like those with a 3-digit cavity number have more of an issue than those with a 2-digit cavity number, but the actual 3-digit number is not the same every time.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). - supplemental MDR - other. One photograph of a 10 ml luer-lok syringe (part number 309605) was received and evaluated. The image shows two loose syringes placed on a table, each marked with an orange arrow across the barrel flange, with one labeled "good" and the other labeled "bad." Upon evaluation, the reported defect could not be observed or confirmed from the photo provided. Based on the information provided, the reported defect involving a 0.02 mm dimensional difference is within the acceptable specification limits. Furthermore, a device history record review was completed for provided lot number 4338297. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided